Event description:
The customer stated that falsely elevated ict results (sodium, chloride and potassium) were generated on the architect c8000 analyzer for one patient (sample ID (B)(6)). The sample was retested on the same analyzer and lower results were generated. No adverse impact to patient management was reported. Initial results: sodium 168 mmol/l, chloride 119 meq/l, potassium 4.5 mmol/l. Retest results: sodium 136 mmol/l, chloride 98 meq/l, potassium 3.8 mmol/l.

Manufacturer narrative:
The architect c8000 system logs revealed in the result log for the suspect patient results, generated on (B)(4), that the results were verified and also showed that the other tests in the panel were sent to exceptions due to a pressure monitoring error 3375 on the suspect sample, demonstrating that the sample pressure monitoring was working as designed, indicating a detection of a small clot or some fibrin in the sample aspiration, after the sodium, potassium and chloride tests were aspirated. The architect system operations manual provides adequate labeling with regard to troubleshooting the customer's issue. A complaint history search did not identify any additional complaints being reported by the customer for a recurrence of discrepant ict results for serial number (B)(4). Review of quality metrics did not identify a non-statistical or adverse trend associated with discrepant ict results. Based on the available information, a system deficiency was not identified.